Event description:
Complainant alleged that while attempting to treat a male pt in cardiac arrest, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a follow-up report when our investigation is completed.